Event description:
It was reported that the patient presented for a routine follow up. The pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.